Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2018-06404. It was reported the patient had been receiving inadequate and uncomfortable stimulation. An impedance check was performed and revealed high impedance on both leads. The patient's leads were also believed to be fractured. In turn, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.